Event description:
A wall mount light fell off the wall, onto the dr's shoulder and pt suffered from multiple contusion, a laceration over the two upper central teeth, two broken lower central teeth and two black eyes.